Manufacturer narrative:
Section h10: (a5) ethnicity: non hispanic / white. (H3) the revision reported was likely the result of shear failure of the cage glenoid. The cause of the fracture cannot be determined from the information provided. *no information provided in the following section(s): b6, b7, d8, g7, h7, h9.

Manufacturer narrative:
Concomitant device(s): 300-20-02, (B)(4)- equinox square torque define screw drive kit. 300-50-45, (B)(4)- 4.5mm short rep plate. 531-20-00, (B)(4)- shldr gps rvrs drill kit. 310-00-50 , (B)(4)- equinoxe, humeral head, extra short, 50mm. 315-35-00, (B)(4)- glnd kwire. 300-30-10 , (B)(4)- equinoxe preserve stem 10mm.

Event description:
As reported, during the revision for this (B)(6) y/o male patient's left shoulder, the glenoid center and peripheral peg were found sheared off. Patient was last known to be in stable condition following the event. Devices will not return due to hospital policy.